Event description:
It was reported that that the patient developed infection at the midline incision site. Symptoms of discharge, pain and redness were noted. The patient was diagnosed with abscess and the cause was unknown. The patient was administered intravenous antibiotics and prescribed pain medication. The patient underwent an explant procedure and remained hospitalized for six days. The patient was doing well postoperatively. All explanted device components were discarded per facility protocol.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: (B)(4). Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI, upn: m365sc12160, model: sc-1216, serial: (B)(4), batch: (B)(4).